Event description:
It was reported that while impacting a cage into a disc space, threads were damaged causing the cage to come loose from the inserter.

Manufacturer narrative:
Results: some damage outside the implant around the threading implies some sort of force applied to insert the inserter into the implant threading. Difficulty inserting the implant may be related to an inadequate distraction, an undersized annulotomy or oversized implant. Conclusion: the probable root cause of this event is multifactorial.

Event description:
It was reported that while impacting a cage into a disc space, threads were damaged causing the cage to come loose from the inserter.